Event description:
The complainant alleged that during incoming inspection of the cable it would show an intermittent signal when the cable was twisted. The complainant indicated there was no pt involvement with this reported malfunction.